Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, two of the device balloon did not inflate and the third one was broken while inflating. Another same device with different lot number was opened and used successfully without any issue.